Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer did not experience a recurrence of the malfunction after a reset, assisted by technical support, and was instructed to call back if the issue reappears. The customer acknowledged and understood the instructions, and continued to use the pump.